Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the main cart charge was detected at 0%.

Manufacturer narrative:
The system was serviced in the field and failed hardware tests due to the computer boot-up. The main cart power supply and/or battery had failed. The battery and power supply were replaced and the failure was resolved. Codes b01, c02 and d02 are applicable. The battery was returned for analysis and tested with accompanying uninterruptible power supply (ups) for a 24 hr. Period and the ups shut down due to the battery overheating. Codes b01, c02 and d02 are applicable. The ups was returned and tested with accompanying battery and shut down due to battery overheating. The ups was then tested with known good battery and performed as normal. No failures were found with the ups. Codes b01, c19 and d14 are applicable. Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). Product ID: 9735773, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera cart was unable to boot up. The site reported that power button would affect the main cart. The local representative (cs) had the site disconnect the systems and unplug from wall power. This resolved the issue but the site is monitoring the system. Upon boot up, the system displayed on the camera cart that an error was detected but the message cleared and the system then displayed the log in screen. It was noted that the site was nervous about the system being "down" this week. This was reported outside of a procedure. There was no patient involved. It was later reported that after initially calling in, the site had the entire system unexpectedly shutdown. Neither the main cart nor camera cart went to backup battery. It was confirmed that the system was down. It was unknown what the error message said. The system was plugged in to a known, functional outlet when it lost power. Troubleshooting, at the time of the event, included reseating the camera cart cable and rebooting. The cause of the event was undetermined and a resolution had not been found.